Manufacturer narrative:
Service was not dispatched for this event, as there was no instrumentation involved. A broken bottle cap is the root cause for the leak in this event.

Event description:
As the user was unpacking a shipment of contrad 70, it was reported that one of the 1-liter bottles of contrad 70 had a damaged screw cap, causing the contents to leak. User was wearing personal protective equipment (ppe) and was not directly exposed to the contrad. The customer did not report any user injury or medical intervention in association to this event, but the potential for exposure exists.